Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4. Investigation evaluation: description of event: it was reported the ncircle tipless stone extractor's basket was ¿slightly stuck¿ and did not open and close smoothly prior to an unspecified procedure. The issue was found when the package was opened and tested prior to use. The procedure was completed by using another same-like device. A video was provided that appears to show basket is not opening/closing smoothly. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation in packaging and product label. The handle was actuated, and it was noted the basket formation catches slightly prior to exiting the basket sheath. No damaged was observed on the returned device. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The IFU for the device was reviewed and includes the following: precautions: do not use excessive force to manipulate this device. Damage to the device may occur. Instructions for use: upon removal from package, inspect the product to ensure no damage has occurred. The cause for the hesitation of the basked formation opening could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: postal code (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor's basket was ¿slightly stuck¿ and did not open and close smoothly prior to an unspecified procedure. The issue was found when the package was opened and tested prior to use. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact.